Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the gii quick connect handle is worn on the tip and will have trouble attach to trials. The device shows signs of extreme wear and damage. The manufacture date is 2009.a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a quick connect handle will not attach to tibia trial. This was found during inspection. No surgery was involved therefore no delays occurred and there was no deaths or patient injuries.